Event description:
Healthcare professional reported a patient who was diagnosed with bia-alcl via stunt biopsy, capsular contracture grade unknown, and lymphadenopathy. Pathological markers, cd30+ and alk-, confirming alcl have been received. Healthcare professional later reported "lymphadenopathy of the left armpit and enlarged lymph nodes on dorsal of musculus", "positive silicone frequency in the left armpit", and "pain". This relates to the left side device. Device has been explanted. Patient underwent chemotherapy and stem cell transplant, not device related.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ varied injuries ¿ ndr: unable to observe since it is not related to the device. ¿ pruritus: unable to observe since it is not related to the device. ¿ silicone migration: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ lymphoma - alcl: unable to observe since it is not related to the device. As per the investigation procedure crease, wear abrasion, particles, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a patient who was diagnosed with bia-alcl via stunt biopsy, capsular contracture grade unknown, and lymphadenopathy. Pathological markers, cd30+ and alk-, confirming alcl have been received. Healthcare professional later reported "lymphadenopathy of the left armpit and enlarged lymph nodes on dorsal of musculus", "positive silicone frequency in the left armpit", and "pain". This relates to the left side device. Device has been explanted. Patient underwent chemotherapy and stem cell transplant, not device related.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Additional, changed, and/or corrected data. Laboratory analysis summary: device photograph(s) for the device related to the reported event of lymphoma-alcl, capsular contracture, lymphadenopathy, silicone migration and varied injuries-ndr requested on january 04, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: lymphoma-alcl: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Varied injuries-ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a patient who was diagnosed with bia-alcl via stunt biopsy, capsular contracture grade unknown, and lymphadenopathy. Pathological markers, cd30+ and alk-, confirming alcl have been received. Healthcare professional later reported "lymphadenopathy of the left armpit and enlarged lymph nodes on dorsal of musculus", "positive silicone frequency in the left armpit", and "pain". This relates to the left side device. Device has been explanted. Patient underwent chemotherapy and stem cell transplant, not device related.

Event description:
Healthcare professional, later reported, "lymphadenopathy of the left armpit. And enlarged lymph nodes on dorsal of musculus", "positive silicone frequency in the left armpit" and "pain". Device has been explanted. Patient underwent chemotherapy and stem cell transplant. Not device related.

Manufacturer narrative:
Phone number(s) (e.1): (B)(6) / fax: (B)(6). Additional email address (e.1): (B)(6). H6 (health effect - impact code): f2303. Alcl diagnosis date: (B)(6) 2023. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture, lymphadenopathy, and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown, lymphadenopathy, and lymphoma - alcl.

Event description:
Healthcare professional reported a patient who was diagnosed with bia-alcl via stunt biopsy, capsular contracture grade unknown, and lymphadenopathy. Pathological markers, cd30+ and alk-, confirming alcl have been received. Patient is being treated with chemotherapy. The device status is unknown. This relates to the left side device.